Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but 4 photos were provided by the customer for investigation showing probe with the gel at the bottom. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and the issue of globules and slight smearing of gel above the barrier on the tube wall was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that after use gel globules were discovered with 1525 bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: customer complaint about the gel globules on the sample probe of chemistry instrument.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use gel globules were discovered with 1525 bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: customer complaint about the gel globules on the sample probe of chemistry instrument.